Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 1,799.3 mcg/day. It was reported that the physician suspected an issue with the pump due to the patient's degree of spasticity even at a dose of 1799.3 mcg of baclofen per day. The rep interrogated the patient's pump and saw no error messages, nor recorded instances of motor stalls or other issues in the pump logs. The physician made the decision to proceed with the replacement and check catheter patency. He was able to successfully aspirate 2ml from the catheter to confirm patency. In addition, there was no difference between the actual and expected volume of drug remaining in the pump. The doctor insisted that the pump still be sent back for analysis which the rep will do once they receive the return packaging. No external factors were proposed by the doctor or patient/guardians. The issue was resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device is in the possession of the rep and will be mailed. The rep stated that they recently received return-shipping boxes.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.